Event description:
On her demo control module there are a lot of loose screws that hold the top portion, the unit rattles and is noisy. The lcd screen responds to touch intermittently and sometimes takes a while before to activate after being touched.